Manufacturer narrative:
It is unknown when the device broke; it is unknown if there was patient involvement. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: november 28, 2014. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small metal part that follows the track on the locking mechanism on the silicone handle has broken off. This was discovered in sterile processing, but is unknown when the device actually broke. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product investigation was completed: the 03.111.012 lot number 9224877 silicone handle was returned and reported to have a broken piece. This complaint condition was likely caused by over a year of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. This complaint is confirmed. Per the technique guide, the 03.111.012 silicone handle is an instrument routinely used in the orthopaedic foot instruments system. The device was returned and reported to have a piece broken off. This condition is confirmed; the internal pin off the locking mechanism has sheared off preventing the mechanism from working properly. It is likely that over a year of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in november 2014 and is over a year old. The balance of the returned device is in otherwise fairly good condition with minimal visible wear. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.